Manufacturer narrative:
Investigation included a review of the reported event and user troubleshooting education. Investigation of this case revealed that the signal loss resolved spontaneously and no device component was identified as responsible. It was concluded that the event was non-serious, related to temporary signal interruption, and resolved without intervention.

Event description:
It was reported that a user experienced a transient signal loss with a dexcom g7 continuous glucose monitoring system interfacing with the therapy, after which the connection reestablished before troubleshooting began, and user education was provided. Symptoms included no reported alerts, alarms, or clinical symptoms. Outcomes included no reported impact to health or therapy interruption.